Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was implanted with a right secur-fit and biolox delta c-taper ceramic head hip on (B)(6) 2015. Right hip replacement allegedly failed because of a fracture of the ceramic femoral head, and was required to undergo a revision surgery on (B)(6) 2016. His surgeon found the fractured ceramic head in the joint and found numerous fragments at the surgical site.